Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. When an attempt was made to remove the gripper line, resistance was immediately noted. The gripper line continued to be removed slowly, but after three quarters of the gripper line had been removed from the cds, the clip came free from both leaflets. The clip was on the gripper line and was retracted back to the sgc. A snare device was used to secure the clip and retract it into the sgc. The cds was removed with the clip successfully. The patient was safe and stable and the procedure was aborted. A new procedure will be scheduled in the future. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Attachment: user facility medwatch form /importer report number (B)(4). Evaluation summary: the device was received and the reported complete clip detachment (ccd) and inability to remove the gripper line could not be replicated in a testing environment as the device was not returned and only the clip was returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line in this incident could not be determined. The ccd was a result of troubleshooting maneuvers to remove the gripper line as force used to pull the gripper line; therefore, attributed to procedural conditions. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, a user facility medwatch was received with the following description of event: the mitral valve clip device (22mm) deployed, then mitral clip device detached from mitral valve. Retrieved successfully via snaring clip. No patient harm. Abbott rep took device and packaging. No additional information was provided.